Manufacturer narrative:
This left ventricular (lv) lead has been returned. Boston scientific has concluded that it is unlikely the lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged as it was placed down on a shallow vessel. Additional information was received indicating that the dislodgement was confirmed through x-ray. Inability to capture was then noted despite electronic repositioning attempts to all vectors were done. Moreover, the patient¿s heart failure will be monitored and the physician had discussed possible epicardial lead implant. Further, this lv lead was explanted. No adverse patient effects were reported.